Event description:
It was reported that during a lap cholecystectomy, upon insertion of the device, the red safety button in down position (safety off) failed to return to the up position (safety on). This occurred on two of the three insertions. The case was completed with the same device. There was no patient consequence reported.

Manufacturer narrative:
Date sent: 07/17/2008. Information anticipated, but unavailable at this time.